Event description:
It was reported the rigid video laparoscope's fiber bonding in the distal end was damaged. The video cable is broken, and the three-dimensional image had defects or was not displayed. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer confirmed the subject device did not have a loss of image. The subject device had three-dimensional image defects.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the three-dimensional image defects occurred due to the broken video cable. A root cause of the damaged fiber bonding in the outer tube area and the broken video cable were unable to be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.